Event description:
This report summarizes 7 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 5 events had no patient involvement; no patient impact. 2 events had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 7 previously reported events are included in this follow-up record. Product return status 6 devices were received. 1 device was not available for evaluation. Event confirmation status 4 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 4 devices were found to be affected by a corroded trigger assembly. 1 device was found to be affected by a corroded safety bar. 1 device had no problem found.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 6 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 7 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 4 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by a corroded trigger assembly. 1 device was found to be affected by a corroded safety bar. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 device investigation types have not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 7 events had no patient involvement; no patient impact.